Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was frozen on the quick bolus screen. The customer's blood glucose level at the time of the event was 176.4 mg/dl. The customer followed the complete pump reset instructions provided by technical support and chose to reset the pump, resolving the issue.